Event description:
Per the clinic, the patient underwent a routine internal magnet removal for an MRI in 2008, (day not reported) and has refused to wear the external speech processor due to pain at the incision site. The results of in integrity test 2009, indicate normal receiver stimulator function with multiple electrode anomalies. More information has been requested but was not available at the time of this report, august 4, 2009.